Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that deployment difficulties and stent damage occurred. The 99% stenosed and moderately tortuous target lesion was located in the upper arm. Percutaneous transluminal angioplasty was being performed; an unknown manufacturer¿s guidewire crossed the lesion via the veinous antegrade approach. Pre-dilation was performed with a non bsc balloon catheter, however, dilation was not satisfactory and a 7x80x75mm epic¿ vascular stent was advanced. During deployment of the epic¿ stent, the physician experienced deployment difficulty in the handle's deployment dial. The stent opened 2-3cm from the tip and the physician then deployed the stent with tension by pulling. The stent deployed with about 2 struts bent inward. Angiography was performed and flow was limited, subsequently a non bsc balloon catheter was delivered but it was unable to pass through the epic¿ vascular stent. Dilation was then performed inside the epic¿ vascular stent with another non bsc balloon catheter. Stent in stent placement was performed using a 6x24mm wallstent. Flow was recovered following post dilation and the procedure was completed. No patient complications were reported.